Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, not enough data is available within the report to identify root cause. A batch review was not performed because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3. The technical service representative (tsr) explained to the caregiver (cg) that se 2240 alarm indicates a large amount of air has entered the cassette. . The tsr explained to the cg that she would need to start over with new supplies or do manual exchange. The cg stated the home patient (hp) would do a manual exchange. The tsr also advised the cg to notify the peritoneal dialysis nurse of the se 2240. The tsr then assisted the cg to disconnect the home patient (hp) and retrieve the cassette. On (B)(6) 2010 product surveillance spoke with the home patient (hp) who stated the product sample was discarded. The hp stated he followed up with his nurse and no infection developed. The hp stated he was not prescribed any antibiotics. The hp stated he had no further alarms and confirmed he noted nothing unusual about his cassettes. The hp confirmed he finished the lot of cassettes without incident. No further information is available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.